Manufacturer narrative:
This is 1 of 2 reports. Investigation is ongoing. D4. UDI: (B)(4).

Event description:
As reported by a field clinical specialist (fcs), during a tavr procedure with a 29mm sapien 3 ultra resilia valve in the aortic position, there was difficulty encountered upon advancing valve and commander through the esheath. A bent tine was observed upon valve alignment. The valve and delivery system were retracted back into the esheath and removed as a unit. A new sheath, valve, and delivery system were prepared, and the valve was deployed without issue. Post procedural imaging showed no injury to patient vasculature. A biokit was sent to return the devices for evaluation. Upon follow up, the fcs advised that there was no difficulty encountered during insertion of the esheath, and the expansion tool (esheath+) was used. The loader was fully inserted into the esheath housing, and the sheath was not inserted at a steep angle, with access achieved via the right side. The delivery system and valve successfully exited the tip of the sheath, and the vessel was not pre-dilated. The thv was crimped and the delivery system was prepared per IFU. During the case, a bent tine was observed on the valve, and images of the damage will be provided separately. The perceived root cause of the event was unknown. Vessel characteristics were reported as mild tortuosity and mild calcification, with a minimum luminal diameter of 10.7 mm. There were no issues during the crimping phase, and the loader was fully inserted during valve insertion. Upon withdrawal, the sheath was found to be punctured, attributed to the bent tine on the valve, with supporting photos.